Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the power issue and replaced the power supply to resolve the issue. No issue was found with monopolar energy, but it was believed to be related to the power issue. The system was tested and verified as ready for use. Isi received the power supply involved with this complaint and failure analysis (fa) completed the product evaluation. Fa was not able to confirm or reproduce the reported complaint of a power issue. The power supply ran for 10 power cycles with no issues. The power supply was also left to run overnight with no problem identified. The unit was tested on an in-house system and passed all functional tests. A review of the site's system logs for the reported procedure date was conducted by technical support and there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video were shared for analysis. A review of the site's complaint history was performed and found that there were no additional complaints related to this product or this event. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted to another console. Although there was no patient injury reported, and the procedure was completed robotically, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff stated they had a red question mark on the erbe da vinci screen. The or staff tried 2 different instrument cords before calling for assistance. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the or staff to try both monopolar energy ports on the erbe and also to cycle the erbe power and check erbe cable connections on the back of the erbe. Once that was completed, the tse asked the or staff to cycle the system's power. The system was still docked to the patient. On system power up, the surgeon console received a not connecting message. The tse asked the isi clinical sales representative (csr) to check if the surgeon side console (ssc) power button led was on, but it was not. The wall outlet was tested with another device and found to be working. The tse asked the or staff to cycle the ssc circuit breaker for over two minutes. The ssc failed to power on after the hard boot, but the rest of system was powered and ready for use. Another ssc was located and brought in to the or. The second ssc powered on and homed successfully. The operating room staff installed instruments and verified that monopolar energy was now working. The procedure was converted to another ssc and the procedure continued. There was no reported injury. Isi contacted the isi csr (who was present during the procedure) and obtained the following information about the complaint: once the other ssc was brought in, the procedure was completed and there was no injury to the patient. No patient-related information was available.